Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 33 mmol/l at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was not active. It was reported that customer had abdominal pain. Customer treated with correction bolus with insulin pump after changing infusion set. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. Customer believed the blood glucose went high because no insulin was delivered. The insulin pump will not be returned for analysis.